Event description:
Reportedly some of the bristles from the toothbrush fell out and went into the pt's throat. The pt was seen by a physician but co received conflicting info regarding whether medical treatment was required. There was no serious injury to the pt.